Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. Subsequently, a new system was placed the same day. No additional adverse patient effects were reported outside of the revision procedure. The lead is expected to be returned for investigation.